Event description:
It was reported the patient had no control of their symptoms. They had no change in frequency. A week later, the patient had a loss of urinary control following a dental appointment. They did not turn stimulation off during the appointment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the consumer reported that he was still getting up a lot during the night. The patient got up 5-6 times a night and he tried increasing stim but did not see an improvement in his symptoms. It was noted that the patient was currently recovering from a procedure.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0pmy2, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported that the implant had helped with the leaking. The patient still got up in the middle of the night. It was about 3 times/night compared to 7-10 times/night from prior to the implant. The patient noted that he had a CT scan in the past. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.